Event description:
It was reported that patient complained of squeaking. Reported to surgeon on (B)(6) 2009.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation. This is the same patient/event as MFR # (B)(4).